Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument had a broken piece at distal end. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken pieces were not returned with the instrument. The clevis did not show abrasions or scratches on the outer surface. The components adjacent to the broken clevis did not show damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.